Event description:
Event description guidant received information that this ventricular lead had intermittant loss of capture after the patient had an ablation. The doctor indicated the lead was bouncing around during the ablation. The doctor explanted and replaced the lead. Since the pacemaker was on an advisory, it was also replaced. The products will be returned for analysis.